Event description:
It was reported that the device failed "psi" calibration during preventive maintenance. Per report, the issue "have been resolved by recalibrating the unit, no parts replaced." There was no patient involvement.

Manufacturer narrative:
Investigation summary: the report that the device failed ¿psi¿ test during preventive maintenance was not confirmed through a review of the device logs or through laboratory testing. A preventive maintenance task was performed on the suspect pump module and the results show the suspect pump module passing all tests and working as expected. An analog pressure sensor task was performed utilizing alaris system maintenance; voltages measured from patient side and bottle side sensors were within specification, indicating the pressure sensors are working as expected. The suspect pump module was set for a functional test infusion programmed for a rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. The test completed without any alarm or anomalies being noted. On 09feb2025 at 10:01 pm the pump module alarmed for safety clamp open (administration set inserted) and an infusion was programmed and started for a rate of 100 ml/hr and a vtbi of 100 ml for an expected duration of one (1) hour. At 10:58 pm the pump module alarmed for air in line and the unit was channeled off. On 10feb2025 at 10:32 am the pump module alarmed for safety clamp open two (2) times (administration set removed and administration set inserted). At 10:34 am an infusion was programmed and started for a rate of 100 ml/hr and a vtbi of 100 ml for an expected duration of one (1) hour. At 10:45 am the infusion was reprogrammed for a rate of 50 ml/hr and a vtbi of 82.441 ml for an expected duration 1 hour and 39 minutes. At 12:13 pm the pump module alarmed for air in line and the unit was channeled off. The internal and external inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pump module was disassembled for this investigation; please ensure proper assembly and retorque all screws to specification as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the report of the ¿psi¿ test during preventive maintenance could not be determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex g code and manufacturer narrative. Note that this report lists imdrf annex a1801, g02017, g04058, g04037, c23, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device failed "psi" calibration during preventive maintenance. Per report, the issue "have been resolved by recalibrating the unit, no parts replaced." There was no patient involvement.